Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3 777-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 37761, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the last time stimulation was felt by the patient and the last successful recharging session was 4 to 5 months ago ((B)(6)). The patient¿s implantable neurostimulator (ins) was not taking a charge and they had presumed it had failed and had a dead battery. An ins overdischarge was suspected. It was noted that the patient could not go without stimulation; the patient had pain everyday that got worse when it rained and they had needed stimulation everyday prior to recharging issue. However, after they couldn¿t get the device charged up, they felt that they could possibly go without stimulation and tried to tough it out. Information received later from the rep reported that the ac adaptor had a broken silver connector pin and that the implantable neurostimulator recharger (insr) was not charging and it could not recharge the implant. No indication of patient harm. It was noted at that time that the ins was not in overdischarge although they had been without stimulation for some time. Troubleshooting and follow-up had proved difficult due to patient¿s living situation of traveling around the country in an rv. If additional information is received, a follow-up report will be sent.